Event description:
It was reported that lock could not be established between the pt's internal device and external equipment. External equipment was exchanged and programming adjustments were attempted, however, the issue was not resolved. Revision surgery is scheduled.